Event description:
Information was received from a healthcare provider via a post market clinical study regarding a patient receiving hydromorphone (2.0 mg/ml) at 0.5001 mg/day, bupivacaine (10.0 mg/ml) at 2.501 mg/day, droperidol (100.0 mcg/ml) at 25.01 mcg/day, and clonidine (100.0 mcg/ml) at 25.01 mcg/day in simple continuous mode via an implantable pump for malignant pain and head/neck. The patient reported increased pain on (B)(6) 2014. Device interrogation/device data that day showed a low reservoir alarm occurred on (B)(6) 2014 at 20:19. The reservoir volume was at 1.3 ml. The clinical diagnosis was increased pain secondary to a low pump reservoir. Interventions taken included refilling the pump. The event was considered related to the device or therapy, not related to the implant procedure, and related to the drug (hydromorphone, bupivacaine, and clonidine). The drug action that caused the event was an empty pump reservoir secondary to non-compliance. The event was resolved without sequelae as of (B)(6) 2014.

Event description:
Additional information received on (B)(6) 2016 clarified that the pump was low (not empty as previously reported).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.